Event description:
No additional customer info

Manufacturer narrative:
Additional information: d9, h3. This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025, sampling from: distal end (macconkey), cfu: not specified ¿ result positive for growth, bacterial identification: unidentified. Sampling date: (B)(6) 2025, sampling from: air/water channel (macconkey), cfu: not specified ¿ result positive for growth, bacterial identification: unidentified. Sampling date: (B)(6) 2025 sampling from: distal end (blood agar), cfu: not specified ¿ result positive for growth, bacterial identification: staphylococcus aureus. Sampling date: (B)(6) 2025, sampling from: air/water channel (blood agar), cfu: not specified ¿ result positive for growth, bacterial identification: bacillus simplex. The device was evaluated and a reportable malfunction was noted. Based on the results of the investigation, olympus confirmed foreign material was present within the device, but the type of the material cannot be identified however, it is likely the following led to the malfunction: the foreign material was possibly not removed completely if the reprocessing steps were not conducted properly. Growth of microorganisms were found through culture testing by olympus. A root cause could not be determined. However, based on the device condition there could potentially be a correlation between the actual product/ device status and cause of contamination. In general, device damages (e.g. Scratches, cracks, creases, kinks, foreign objects) could be a source of microorganisms, particularly when combined with poor reprocessing. Many of the detected bacteria are suspected to be from skin contamination. Therefore, improper handling during storage or sampling is suspected. The olympus hmi recovered also staphylococcus aureus (distal end) and bacillus (aw-channel). The device was handed over for repair. The following is included in the reprocessing manual: per pg. 13 of the reprocessing manual. Warning: clearly identify contaminated endoscopes and accessories from the reprocessed endoscopes and accessories to prevent mix-ups and crosscontamination. Some national or professional guidelines recommend separating the dirty (contaminated) area, clean area, and storage area. Touching a reprocessed endoscope and/or accessories with contaminated gloves or placing them on a contaminated hanger or surface, including touching the floor, will recontaminate the endoscope and/or accessories. Per pg. 18 of the reprocessing manual. Warning: improper handling of a reprocessed endoscope and/or accessories, will recontaminate the endoscope and/or accessories. Improper handling can include: touching a reprocessed endoscope and/or accessories with contaminated gloves placing reprocessed equipment on a contaminated hanger or surface equipment touching the floor. If the endoscope has been improperly handled, reprocess the equipment again before storage or patient procedure. Per pg. 330 of the reprocessing manual. Warning: maintain appropriate transportation and storage procedures so that reprocessed endoscopes and accessories are kept away from contaminated equipment. If the reprocessed endoscope or accessories become contaminated before subsequent patient procedures, they could pose an infection control risk to patients and/or operators who touch them. Establish a local policy regarding the method and frequency of cleaning and disinfecting the endoscope storage cabinet. Include all relevant factors such as which staff members can access the cabinet, and which items can be stored in the cabinet. Improper storage practices, such as not thoroughly drying external and internal surfaces (lumens) prior to storage, will lead to an infection control risk. Caution: to prevent endoscope damage during storage: store the endoscope and accessories in an endoscope storage cabinet that also protects the equipment from physical damage. Do not store the endoscope and/or accessories in direct sunlight, at high temperatures, in high humidity, or exposed to x-rays, ultraviolet rays, or ozone. Do not store the endoscope and/or accessories with chemicals or in a gas generating area. Do not coil the endoscope¿s insertion tube or universal cord with a diameter of less than 20 cm (7.9 inch). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the scope tested positive for an unspecified number of colony forming units (cfus) of staph and belvaside. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.